Event description:
It was reported this balloon would not deflate during a stone manipulation procedure. Several unsuccessful attempts to deflate the balloon followed. The catheter was cut on the proximal end and a foley catheter was attached to the catheter which was then attached to a gravity bag. A cystoscopy with removal of the catheter and stent placement was successful the following day. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. Although the uf medwatch stated the device was a 220-109, what was received for evaluation was a different catalog number. The shaft was cut 35.5 cm distal to the strain relief. The balloon was burst circumferential 7mm proximal to the distal tip. Water was used to flush out the balloon and distal lumens of each catheter segment. No occlusions were noted. The lot number on the returned device revealed the device had expired 3/13/96. Co believes this factor may have contributed to this event.